Event description:
The user reported that, during a percutaneous nephrostomy, it was identified that the wire coating was missing from the wire. The user found it difficult to move the wire, the wire was removed and part of the coating was missing. The wire was replaced with a new wire. The user reported that no coating broke off in the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
One wire was returned for evaluation. The wire was inspected under magnification and damage to the wire coating was observed. The urethane was fractured 17.4cm from the distal tip exposing 4.2cm of core wire (see fig 11). The coating had turn away from core wire, and folded over itself at the proximal end of the fractured surface toward the proximal tip. The fractured edge at the distal end of the fractured section had a clean cut and no frayed edges. Bunching is apparent at the proximal end of the fractured surface where the coating had folded over on itself and a slight color differences is visible. Damage is visible to the coating 32.5 cm from the distal tip. Small holes are visible for a length of 5cm, exposing the core wire, consistent with the coating getting dragged against a sharp implement. The distal tip remains intact. Based on the physical condition of the returned wire the surface is consistent with a sharp implement creating a tear in the coating. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
Device evaluation: one device has been returned for evaluation. The evaluation is currently in process. A follow up report will be submitted when the evaluation has been completed.